Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. A remote interrogation was performed and a long charge (lc) alert was detected. Review of device data found there was no charge time recorded corresponding to the lc alert. Further data analysis concluded the lc alert was due to a temporary memory alteration. There was no other indication of a device anomaly and routine follow-up was recommended. No adverse patient effects were reported.